Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, device to be underweight and a broken shell. A microscopic analysis was performed which identified, a sharp broken with non-penetrating nicks near the broken site, this condition was called a surgical impact. A dimension measurement in the shell was performed which identified, the thickness was within specification. Based on the device analysis, the final assessment is: sharp broken on posterior assessed, as surgical impact.

Event description:
Physician reported, the right side prothesis lost integrity. The device has been explanted.

Manufacturer narrative:
Postal code: (B)(6). Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: prothesis lost integrity.

Event description:
Physician reported the right side prothesis lost integrity. The device has been explanted.